Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to disconnect tubing from the site and complete the fill tubing step until insulin drops were seen, after which the load process was completed and insulin delivery resumed with assistance from technical support.